Manufacturer narrative:
A1 patient identifier: (B)(6). E1 initial reporter phone number: (B)(6).

Event description:
Respond edge study. It was reported that second degree atrioventricular (av) block occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of aspirin or other antiplatelet medication. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Of note, a conduction disturbance of 3rd degree av block was noted post balloon valvuloplasty. On the same day, post index procedure, echocardiogram revealed the patient developed second degree av block with alternating bundle branch block. Hospitalization was prolonged to further evaluate the arrhythmia. The patient was noted with recurrence of dyspnea and irregular mild palpitations. Upon consultation, a permanent pacemaker implant was recommended and then successfully implanted that day. One day post index procedure, the event was considered resolved and the patient was discharged. It was further reported that the lotus edge valve was 23 mm, not 27 mm. In addition, three days post index procedure, echocardiogram revealed aortic valve thrombosis. Hospitalization was prolonged and medication was adjusted to treat the thrombosis. At the time of reporting, the event was considered recovering. Six days post index procedure, the patient was discharged at home on clopidogrel and other anticoagulants.

Manufacturer narrative:
B5 describe event or problem - updated. B6 relevant tests/laboratory data - updated. A1 patient identifier: (B)(6). E1 initial reporter phone number: (B)(6).

Event description:
Respond edge study: it was reported that second degree atrioventricular (av) block occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of aspirin or other antiplatelet medication. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Of note, a conduction disturbance of 3rd degree av block was noted post balloon valvuloplasty. On the same day, post index procedure, echocardiogram revealed the patient developed second degree av block with alternating bundle branch block. Hospitalization was prolonged to further evaluate the arrhythmia. The patient was noted with recurrence of dyspnea and irregular mild palpitations. Upon consultation, a permanent pacemaker implant was recommended and then successfully implanted that day. One day post index procedure, the event was considered resolved and the patient was discharged. It was further reported that the lotus edge valve was 23 mm, not 27 mm. In addition, three days post index procedure, echocardiogram revealed aortic valve thrombosis. Hospitalization was prolonged and medication was adjusted to treat the thrombosis. At the time of reporting, the event was considered recovering. Six days post index procedure, the patient was discharged at home on clopidogrel and other anticoagulants. It was further reported that three days post index procedure, the patient was started on anticoagulation therapy falithrom under heparin bridging.

Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that second degree atrioventricular (av) block occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of aspirin or other antiplatelet medication, but was on eliquis. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Of note, a conduction disturbance of 3rd degree av block was noted post balloon valvuloplasty. On the same day, post index procedure, echocardiogram revealed the patient developed second degree av block with alternating bundle branch block. Hospitalization was prolonged to further evaluate. Upon consultation, a non-bsc dual permanent pacemaker was recommended and then successfully implanted that day. One day post index procedure, the event was considered resolved and the patient was discharged.